Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found a video wire in the interconnect cable broken. He replaced the cable. The system functions as intended.

Event description:
The customer reported that there was no fluoro upon boot up.